Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received intermittent inaccurate fill estimates. Reportedly, the fill estimate would not display above 65 units of insulin after the customer would load 300 units of insulin into the cartridge. Customer's blood glucose level was not impacted.